Event description:
Customer states that during a thoracentesis procedure, pt experienced a pneumothorax when the stylet was removed from the catheter. Discussed with customer on march 2001, who stated the pt required a chest tube, which was removed in a couple of days. The pt was doing well.

Event description:
Customer states that during a thoracentesis procedure, pt experienced a pneumothorax when the stylet was removed from the catheter. On may 2001, had further discussion with the customer who now states he is now sure whether the product failure caused the pneumothorax. He was concerned that the possibility existed, and there were any number of other contributing factors, which might have caused the pneumothorax.